Manufacturer narrative:
Based upon the information provided and the investigation performed by accessclosure, the root cause of the reported occlusion in unknown, however, it is possible that based upon the description provided.

Event description:
A male pt underwent coronary intervention on (B)(6) 2009 via common femoral access. There was no report of pvd and/or calcium within the vicinity of puncture. Post procedure, the physician, training to the mynx, proceeded to use the mynx device for femoral artery closure. Immediately post procedure, there was a failure to achieve hemostasis. The pt was converted to manual compression, hemostasis was achieved, and the pt was ambulated and discharged without incident. On (B)(6) 2009, the pt return to the ER with complaints consistent with ipsilateral ischemia and a cool right leg. The pt was taken to the interventional radiology lab where a 5f catheter was introduced to the contralateral femoral artery for catheter directed thrombolysis, and subsequent aspiration of an occlusion at the popliteal artery. The pt reportedly tolerated the procedure well and without complication. The material was sent to pathology and described as foreign material, suspected to be the mynx sealant. It was reported that while shutting down the sealant, adequate tension may not have been applied to the balloon maintaining its position at the arteriotomy, therefore, intravascular deployment may have occurred.